Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep). The rep stated the hcp was unable to give them any information regarding the patient 'receiving too much drug'. No symptoms were reported to the rep. The hcp had reported the pump replacement to the rep and was aware of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8711, serial#(B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 07-feb-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) and a healthcare professional (hcp) via the rep regarding a patient receiving clonidine and hydromorphone (unknown dosages and concentrations) via an implantable infusion pump for spinal pain indi cations. It was reported that they had a patient undergoing a catheter revision. The existing catheter appeared to be functioning and entering the intrathecal space, but during a dye study, they were unable to visualize dye flow. Following this, a bridge bolus was administered, after which the team suspected the patient may have received too much drug. To ensure proper system function and rule out any component issues, the hcp planned to proceed with a catheter revision. It was reported the plan involved placing the patient prone, opening the spinal segment, exposing the catheter, and cutting to observe for free flow. No further issues were noted at this time. Additional information was received from the rep on 2025-dec-08. It was reported the rep was unable to provide a catheter serial number as the registered devices to the patient were undetermined. The healthcare provider (hcp) was able to aspirate the catheter, and they replaced the catheter for prophylactic reasons. The rep reported they do not know why the patient felt they received too much drug, and there was no information as to if the patient was receiving unintentional drug dosing. The issue was resolved as the patient has a new catheter, and the explanted catheter was discarded and is unable to be returned.